Event description:
Pt receiving IV of n/s at 75ml/hr. The nurse entered the room and noted that the sigma pump on which the IV fluid was infusing was off. The nurse attempted to restart the pump but it would not turn on. The nurse said that there had been no alarm. The nurse had been in the room approximately 45 minutes prior and the pump had been running at that time. The pump was removed from service.